Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable intact. The modular cable, sealed outflow graft, outflow graft bend relief, and apical cuff were not returned with the device. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. G and the hm 3 patient handbook, rev. G are currently available. Section 1 of this IFU lists adverse events that may be associated with the use of the hm3 lvas, including death. Section 6 of the IFU, ¿patient care and management¿, instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 4 of the hm 3 lvas patient handbook ¿living with the heartmate 3¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2023. The cause of death was unknown. Due to patient privacy laws the managing hospital would not communicate any further information.